Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was being explanted due to normal battery depletion, and the set screw was found to be stuck. Several removal techniques recommended by technical services were applied, but the issue remained. Subsequently, this implantable electrode was cut, and the s-ICD was able to be properly explanted and replaced. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.